Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d9, h2, h11. This report is being supplemented to provide additional information based on the approved final investigation. In addition, the investigation found that the reportable malfunction was due to damage to the charged-coupled device (ccd) unit, a noisy image occurred. Based on the results of the investigation, the most probable causes are possibly due to some kind of stress such as damage or deterioration of parts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that due to the damage on the charge coupled device on the bronchovideoscope the displayed was noisy. No patients were involved.